Event description:
It was reported that stent dislodgement occurred. A 2.25x24mm promus premier¿ drug eluting stent was selected to treat the lesion. When the medical team took the device out of the coil and out of the ring, the medical team noticed that the stent was caught and pulled off about half way of the delivery system. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).